Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2012. It was reported that the micro-catheter of an offroad re-entry system long became kinked during unpacking of the device in preparation for a percutaneous transluminal angioplasty (pta) procedure to treat a superficial femoral artery (sfa) stenosis. It was not possible to proceed with the unspecified 0.014 wire. The procedure was completed using a different micro-catheter from another off road kit. No patient complications were reported. However, returned product analysis revealed that the shaft of the micro-catheter was broken.

Manufacturer narrative:
(B)(4). It was noted that the micro-catheter only returned for analysis. The shaft of the returned micro-catheter is broken at approximately 62mm distal to the hub. No other damage noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).